Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. Patient alleged to develop constant difficulty breathing, short of breath. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-04791. This report was submitted as a duplicate report of the previously submitted report.